Event description:
This complaint is now reportable based on additional info received on 04/22/2009. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, the mandrel could not be removed. The physician was unable to remove the mandrel from the 16x3.5mm liberte bare stent delivery system (sds). The procedure was completed with a different device. No pt complications were reported and the pt's current condition is listed as 'good". Additional info received indicated a blue foreign material (fm) was found attached to the proximal end of the mandrel.

Manufacturer narrative:
(B)(4).